Event description:
The facility representative reported a colleague infusion pump with failure code 810:04. It is unknown when, or in which care area, the event occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed but not duplicated by baxter service personnel. The root cause of the condition was determined to be a dirty tubing channel in the pump head module. The pump head module channel was cleaned to correct the condition and the air in line printed circuit board calibration was checked and verified to be within specifications. Should additional information be received, a follow-up medwatch will be submitted.